Event description:
Taxus balloon (stent) was inflated then when the physician tried to deflate the balloon, it would not deflate. All efforts by 3 cardiologists failed to deflate the balloon. Occurred in mid-lad.